Manufacturer narrative:
(B)(4). Patient medications include aspirin, atorvastatin, bupropion, duloxetine, and lamotrigine. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. Per IFU, considerations for patient selection include but are not limited to freedom from significant femoral/iliac artery occlusive disease that would impede inflow or outflow of stent-grafts.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat a right common iliac artery aneurysm. According to the report, blood flow to the right lower extremity was compromised by moderate thrombus in the right common iliac and hypogastric arteries prior to implant. On an unknown date, the patient presented to the facility complaining of right leg pain. Follow-up imaging on this day reportedly revealed right-side limb occlusion in the common iliac and hypogastric arteries. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby a thrombectomy was performed, and the stent graft system was relined and extended into the right external iliac artery. Blood flow to the right lower extremity was restored, and the patient tolerated the procedure.